Event description:
It was reported that during implant attempt the right atrial (ra) lead had high impedance measurements in multiple locations within the right atrium. The ra lead was not used and a new lead was implanted successfully.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed, and no anomalies were found. It was noted that the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, the lead was stretched, and visual analysis revealed the lead was damaged at implant.